Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. The pdrn stated the cause was unknown; however, the culture result of staphylococcus aureus and the re-teaching on proper pd procedures suggests a breach in aseptic technique. Staphylococcus aureus is most often found in the human nares and on skin and accounts for most pd peritonitis events caused by touch contamination. All pd patients are at risk for infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for peritonitis that was developed on (B)(6) 2019. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient presented to the pd clinic on (B)(6) 2019 with complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained and resulted positive for staphylococcus aureus. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The patient continued to experience severe abdominal pain and went to the emergency room (ER) on (B)(6) 2019 where they were admitted to the hospital. Hospital course is unknown. The pdrn reported the patient was kept for a few days and then discharged to home (date unknown). The cause of the peritonitis event was unknown; however, the patient was re-educated on proper pd set-up and disconnect procedure. There were no reported issues with the liberty select cycler or cycler set reported for the peritonitis event. After discharge from the hospital, the patient was transitioned to hemodialysis (hd) therapy as their pd catheter (not a fresenius product) was malfunctioning and causing drain complications. The patient recovered from the peritonitis event and the patient went back to pd therapy (unknown date) after the pd catheter issue was resolved.